Manufacturer narrative:
Lot number of cassette: 4084027.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a smiths medical cadd pump exhibited no disposable found alarm. It was also reported that the patient returned to the clinic the next morning and medication was dispensed using an empty bag and a different set of tubing. No patient consequences were reported. No adverse effects were reported.